Event description:
This was a retaliation by the doctor, she gave me a cam pill which she didn't give me any info and I didn't bother to research I thought she had my best interest but she did not this is a battery which led to the acid reflux being worse and the stomach pain worse after I swallow this so call cam battery. FDA safety report ID (B)(4).